Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported a heparin drip was infusing on a patient. When the nurse assessed the patient, it was noted the pump had turned off. There was patient involvement however patient impact is unknown.

Event description:
It was reported a heparin drip was infusing on a patient. When the nurse assessed the patient, it was noted the pump had turned off. There was patient involvement however patient impact is unknown.

Manufacturer narrative:
Omit : concomitant med prod data. Correction : annex b : b17. Annex c : c20. Additional information : device available for eval? Returned to manufacturer on, device return to manuf .? Device eval by manufacturer?, remedial action required, remedial action #. Annex a : a1801, a040502. Annex g : g02017, g04037, g04067. Annex b : b01, b14. Annex c : c0601, c0703, c23. Annex d : d11. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.